Event description:
Gastric sleeve procedure. First slc55g dlu would not get into firing range. It wasn't seated all the way and the jaws had to be opened to release some of the tissue. A second slc55g dlu was able to get into firing range however there was only a partial cut. An slcr55g reload also had the same outcome. Lastly, a slcr55g reload was fired but bled from the staple line. Cautery was applied to correct the bleeding and complete case.